Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that ethernet port was not working and ethernet cable was also not plugged into the correct jack. A field service engineer (fse) connected the device to the correct ports, and the station was brought back online. Since the station had not been in use for several months, it required a data sync; however, the initial sync attempt failed. Remote access was successfully established, and the issue was escalated to technical support specialist (tss). Tss determined that the device required a reverse sync to transmit data back to the server. The reverse sync was completed successfully, and the device was confirmed to be communicating normally. No errors were observed in the data sync logs. The system functioned as intended after the field service engineer repaired and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not communicating. However, there were no delays, adverse events or injuries reported based on this event.